Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the radiofrequency head did not work. The head passed incoming functional tests. It was indicated that the tactile touch of the head's interrogation button was not present, and that the main printed circuit board was out of specification. The head was to be scrapped. (B)(4).

Event description:
It was reported that the radiofrequency head did not work. The head was returned for repair. No patient complications have been reported as a result of this event.